Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging inaccurate erratic results of 392 mg/dl and 202 mg/dl obtained on the subject meter within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (05/29/2015). The patient¿s meter and test strips #3776081 and #3752285 have been returned on 4/30/2015 and 4/24/2015, respectively, and evaluated by lifescan product analysis on 5/11/2015 and 5/28/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips #3776081 and #3752285 were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.